Event description:
It was reported that the customer experienced high blood glucose, and she believes the insulin pump does not deliver the basal properly. The program on the device was correct, but the daily totals did not match with the daily basal dose. It was stated that the cannula was bent, but the insulin pump did not alarm no delivery. The customer did run a fill cannula and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.